Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by the customer, patient receiving chemotherapy treatment when staff noticed the drugs leaking through a hole in the line. Line removed immediately. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, patient receiving chemotherapy treatment when staff noticed the drugs leaking through a hole in the line. Line removed immediately. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: placed on (B)(6) 2024; removed on (B)(6) 2024, total length 51cm, inserted to basilic vein, exit marking 10cm, secured with securacath between 8 and 10cm. PICC used for oncology treatment. Leakage identified by visible hole/fracture outside the patient (at exit site or on external part of PICC) between hub and 0cm. PICC used 70 days. No xray imaging available. Catheter site cleaned with chloraprep (1.5ml frepp chloraprep). Additional comments: onco vat only. Chemotherapy drugs to follow.